Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where the valve was successfully implanted with pvl (paravalvular leak) requiring intervention. A plug was implanted in the medial commissure (mc) position. Pvl grade was reduced from moderate to none/trace.